Event description:
Per the clinic, the patient experienced chronic infections and was prescribed oral antibiotics (date not reported) due to inflammation and redness at the implant site. Subsequently, the device was explanted (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.